Manufacturer narrative:
On (B)(6) 2015 a field service engineer (fse) was dispatched. The fse ran several racks; the tubes were being pushed down properly, but the y sample position was biased in the forward direction. The fse adjusted the y1-smp position, such that the needle is now better centered at the sample tube. Qc was run and is in range. The g8 analyzer was functioning as intended and errors cleared. No further action required by field service. The probable cause of the event was misalignment of the sample needle in the "y" position. A complaint history review for serial number (B)(4) was conducted from (B)(6) 2014 through (B)(6) 2015 for similar complaints. There were two similar complaints identified during the search period. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2015 a customer reported the tubes were hanging up on the sample needle (z axis error) with the g8 analyzer. A field service engineer (fse) was dispatched. The customer is unable to run hbaic patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hbaic patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.